Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) may have experienced inappropriate therapy while undergoing dialysis treatment. Pacing pauses were also noted, patient is pacemaker dependent.